Event description:
Some satellite laboratories and nursing units have reported issues with the lavender top tubes not filling all of the way. This led to one patient having the blood redrawn.======================manufacturer response for becton dickinson (bd) vacutainer- lavender k2 edta 3.6 mg, bd vacutainer (per site reporter).======================sales representative notified.